Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is run every 8 hours. Qc results prior to the event were within the established ranges. The laboratory temperature is monitored and stable. A bci engineer replaced the ratio pump piston and seals, potassium (k) electrode, carbon bridge, and bleached the flow cell. As of (B)(4) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously high sodium (na) and chloride (cl) results generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Repeat tests were performed on an alternate instrument. Lower results were produced and reported. There was no effect to the patient or to the user.